Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) device displayed a 'warning: possible device malfunction" message. Guidant received additional information that this patient had a history of radiation treatments.